Manufacturer narrative:
Through follow-ups, key market (km) indicated the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site. Fse identified the unit has error code message of air liftoff failure. Fse observed the air flow sensor was defective. Fse replaced the air/exhalation flow sensor to address the reported issue. Unit was returned back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit not switching on. The customer reported there was no patient involvement.